Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. Contour® next meter is similar to the contour® next gen meter available in the us market. The contour® next test strips with sku # 7347 and lot # 3mpef04c has the 510k# of k223293 and UDI # (B)(4). The device was distributed outside the us, therefore, no gudid information exists.

Event description:
The customer from switzerland reported that within two minutes, she obtained blood glucose readings of 27 mmol/l, 11.3 mmol/l and 6.3 mmol/l with the contour® next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. The customer was offered a replacement meter, however, the customer declined the offer.

Manufacturer narrative:
The customer returned the suspected contour® next meter with serial # (B)(6) for evaluation. The test strips associated with the event were not returned. The returned meter and the in-house contour® next test strips from lot # 3mpef04c were used for in-house testing, using blood spiked with glucose at 22.3 mmol/l and 7.4 mmol/l, as determined by the ysi instrument in five replicates each. All tests recovered within the fit-for-use limits. Additionally, the returned meter was tested with the in-house strips mentioned above and the in-house contour® next control solution from lot # 4bv2g24, and the results were within the acceptable control ranges. The in-house testing was also performed before the meter was returned using the contour® next meter with serial # (B)(6) and in-house contour® next test strips from lot # 3mpef04c, using blood spiked with glucose at 21.9 mmol/l and 7.5 mmol/l, as determined by the ysi instrument in five replicates each. All tests recovered within the fit-for-use limits.